Manufacturer narrative:
According to available information, this device remains implanted and will be further monitored. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) device displayed this device has reached middle of life status after being implanted three years and five months. There was concern that the battery depleted more rapidly than expected. A decision was made to monitor this device. No adverse patient effects were reported.